Manufacturer narrative:
One 72203791 truepass suture passer w/self-capture feature was returned for evaluation. The device visual assessment of the returned device confirmed the torsional spring to be dislodged from the recessed grooves. The jaw does not respond. A root cause investigation was opened with design change to address the jaw/spring failure mode. This lot was manufactured prior to the change.

Event description:
It was reported that during procedure, the torsion spring got broken. No patient injury was reported.